Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported they didn't charge the battery for over a year due to decreased leg pain. The rep performed a physician mode recharge and was able to charge the battery. The patient had gained weight and was unable to achieve good coupling with the battery and would like to replace the battery with a primary cell. It was stated the doctor was scheduling a battery replacement. It was noted that the patient's status was alive-no injury and the reported issue wasn't resolved at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.